Event description:
A report was received that the patient's leads were explanted for unknown reason.

Manufacturer narrative:
No further information can be obtained.

Event description:
A report was received that the patient's leads were explanted for unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.